Event description:
The nurse was preparing a warm pack to use for a patient. She shook the bag so that the contents settled to the bottom and squeezed it to activate the chemicals inside so that it would heat up. However, the bag burst, spilling its contents all over the front of the nurse's clothes and arms. The nurse washed off her skin immediately (direct skin contact was only on the arms) and changed into a new set of scrubs. None of the solution came in contact with her eyes. The nurse said that her skin that did come into direct contact with the solution was tingly and started to turn red. However, less than 5 minutes after washing with running water and soap, the tingling and redness went away. No medical intervention was required. No patient was involved in this event. The rn reported that the warm pack did not appear to be defective prior to use and that the usual amount of force to burst the pack had been used (one hand used to squeeze it). The pack was not leaking prior to activating the chemicals and had been stored inside the department in a temperature controlled environment. Staff have not had this experience with this product in the past. The rn obtained another warm pack (same lot number) and was able to activate it without incident. Upon closer examination of the burst pack, it appears that the seal across the bottom of the pack was incomplete. There is a small area of discoloration (<1cm) along the bottom edge of the pack that staff did not see prior to activating the pack. We have inspected other devices from the same lot and those that are from a different lot. No other packs have been identified with the defect.